Manufacturer narrative:
Investigation summary: customer returned (60) 1cc, 8mm, 30g syringes (11 in open poly bags, 49 in sealed poly bags) from lot # 7009831. Customer states that the plunger rod was hard to press. Thirty out of 60 returned syringes (all 11 from the open poly bags, 19 from the sealed poly bags) were tested and all were able to have the plunger exercised in the barrel properly without any observed defects. A review of the device history record was completed for batch# 7009831. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200679203] noted that did not pertain to the complaint. There was one (1) notification [200679230] noted for smeared stopper. Based on the samples / photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported with the use of the bd ultra-fine¿ ii short needle insulin syringe there was an issue with plunger rod being difficult to press.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultra-fine¿ ii short needle insulin syringe there was an issue with plunger rod being difficult to press.